Event description:
It was reported that during da vinci-assisted surgical procedure, the intuitive surgical (is) clinical sales associate (csa) was made aware of three large clip applier instruments failure. There was no reported patient harm, adverse outcome, or injury. No further information was provided. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reported problem was identified during the procedure. The instrument was inspected prior to use and no issues were observed. The incident with the clip applier occurred when the surgeon tried to clip a vessel inside the patient. The specific issue the surgeon experienced was an audible loud click as the instrument closed, but the clip did not engage. Upon inspection, it was found that the internal wiring was visibly loose as if it had slipped from the mechanical wheel aspect of the mechanism. Purple weck clips were used with the clip applier instrument. The vessel or tissue bundle appeared to be an appropriate size based on past cases and usage. The incident occurred during the second clip application with the subject clip applier. The issue was resolved by removing the faulty instrument from use and replacing it with another. However, the same issue occurred with the next clip applier and it was also replaced. The same issue occurred the following day with another clip applier. Photos of the instrument are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.